Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported cable damage. (B)(4).

Event description:
It was reported the rf (radio frequency) head cable was damaged. The rf head was returned for repair and calibration. No patient complications have been reported as a result of this event.